Event description:
The customer indicates that the self-test failed for a pre-amp reference failure error code. No pt involvement.

Manufacturer narrative:
The device has been received, but add'l time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.